Manufacturer narrative:
The reported complaint was discovered while the unit was being moved to storage. Per the user facility's biomedical technician, the unit will fully charge but the next day the batteries are depleted. He also stated that they leave their units plugged in at all times to remain charged. The field service representative (fsr) replaced the batteries as part of the december preventive maintenance (pm).

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries were not holding a charge. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The defective batteries were not returned for evaluation as they were replaced as part of a previous preventive maintenance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.